Event description:
It was reported by service report that the fowler couldn't be lower electronically or through manual CPR release. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler ball screw.